Event description:
Country of complaint: (B)(6). The clips do not hold and the barettes fell in the pt during intervention.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar device (s) are. U.s. Reporting agent notified on (B)(4) 2015. Manufacturing site eval: (B)(4) was provided without affected clips. The instrument was tested with 4 magazines clips (B)(4), batch 52046112. No malfunction was found. The jaw closes parallel, clips are transported and closed properly. Even when applying quickly, no clip jam can be provoked. There are no hints for material or product deviations.